Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.

Event description:
The customer reported via phone call that the sensor had inappropriate readings and threshold suspend. The customer's blood glucose was around 200 mg/dl and sensor glucose was around 40 mg/dl at the time of incident. The sensor was returned for analysis.